Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultra 2 meter was displaying an ¿error 5¿ message. Per the owner¿s booklet, an error 5 appears when the meter has detected a problem with the test strip. Possible causes are test strip damage or an incompletely filled confirmation window. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated the alleged issue began on (B)(6) 2013, between ¿12-12:30 am¿. The patient manages her diabetes with insulin (unknown type and dosage). It is not known if the patient made any changes to her usual diabetes management regimen in response to the alleged issue. The patient reported, thirty minutes after the alleged issue occurred, she developed ¿shaking¿. At an unspecified time on (B)(6) 2013, the patient had more food/drink. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter. The cca noted that the test strip window completely filled with the blood sample. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.